Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was no problem with the reload at the first firing during a bullectomy. On second firing, they were able to squeeze the handle, but was unable to fire. The target tissue was as the same as the first firing and was not considered to be thick. And on third firing, the reload was able to use without a problem and the case were completed. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channel. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of distal cartridge suture not releasing that has no relationship to the reported condition. Root cause of the anchoring suture not releasing from the slot was the retainer was not flush with the cartridge sides; the side of the retainer with the living hinge window was slightly proud. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.